Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be defective vu mother board. The correction was made to replace the vu mother board (p/n (p/n 159304) the unit passed all tests and was then operational. There was no patient or user harm.

Event description:
The device showed 5502, and cannot passed the tightness test. After doing the tsw, we replaced the main board first, the device did not show the 5502, but the tightness test still failed. After replacing the servo valve, the device can work normally.